Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified. The event can prevented by following the instructions for use: "·inspection of the air-feeding function ·inspection of the objective lens cleaning function" olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, light cover glasses failed, distal end adhesive lifting, light guide tube failed delamination evident, left/right angle play, air/water channel failed flow volume/removal and not to specification, and electrical safety test failed and not to specification. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility reported to olympus that during maintenance of the evis lucera elite colonovideoscope, the scope air/water channel was blocked. Upon inspection and testing of the customer returned device, white crystal foreign material (simethicone type) was found clogged in the scope air/water channels due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement reported with this event.